Manufacturer narrative:
No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A boston scientific technical services consultant discussed the clinical observations and recommended device replacement. This device was explanted and is expected to be returned for analysis. The boston scientific local area sales representative was contacted for return product details. No additional adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A boston scientific technical services consultant discussed the clinical observations and recommended device replacement. This device was explanted and is expected to be returned for analysis. The boston scientific local area sales representative was contacted for return product details. No further information is available at this time. Should additional details become available, this report will be updated. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was subsequently returned and evaluated in our post market quality assurance laboratory. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. The battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Detailed battery analysis determined that a latent current leakage path had occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.